Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows the last basal delivery was on (B)(6) 2013 at 11:37am. There was no activity outside normal use observed in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powers on normally and primed successfully. The pump was exercised for 29 hours with no delivery issues and no alarms. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no defects found to the power circuit or to the force sensor circuit. No defects were found on investigation.

Event description:
On (B)(6) 2013 the reporter contacted animas for an unrelated issue and during the call mentioned that three to four months ago the patient was in the hospital for a "diabetic coma". No additional details were provided. The reporter requested a call back to provide details on (B)(6) 2013. Customer technical support has made multiple attempts to reach the reporter for additional information, without success. This complaint is being reported due to the allegation that the patient experienced a diabetic coma while using insulin pump therapy and it is unclear what causes or contributors may have been involved in the alleged incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.